Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. When one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported from (B)(6) by the medical staff that a patient experienced power source switching from one port to the other port before the battery was at 25% capacity. The batteries were exchanged, this resolved the issue. There were no reported consequences or impact to the patient; the patient was at home during the event. No additional information was provided.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed via log files since the available log files do not cover the event date. Analysis of the device revealed that the device met specifications; the battery passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported event cannot be conclusively determined; a possible root cause is communication error between the controller and batteries. The results of the analysis found no fault; therefore, the device in this report is not considered to be FDA reportable. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.